Event description:
User received discrepant results for bun and creatinine on one patient sample. The sample initially gave 79 mg/dl for bun and 9.5 mg/dl for creatinine. The sample repeated as 25 mg/dl for bun and 0.9 mg/dl for creatinine. The initial results failed a delta check and were not reported. The user also noted this is not the first time this has occurred, however, did not have any specific data to provide for past incidents. The field service representative determined the cause to be a defective gear pump. He replaced the gear pump and adjusted the pressure. He also checked the rinse nozzles, checked the squeegees, and checked the rinse baths to ensure they were washing off the outside of the probes properly. Performance tests were performed.